Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of around 900 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past three to four weeks. It was stated that the events leading to her admission was a viral infection. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. Reviewed the programming and found a difference of 0.55 units. Ran a fixed prime and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.